Manufacturer narrative:
Of the 123 allegations of a malfunction, 93 pumps were returned to animas and investigated. Of the investigated pumps, 91 were found to be malfunctioning due to moisture ingress. During investigation for unrelated complaints, there were 317 additional failures found.

Event description:
This report summarizes <noe> 123</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a moisture ingress issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-76 years of age and between 24 and 250 pounds. Of the reported patients, 36 were male, 70 were female, and 1 were unknown.

Manufacturer narrative:
Device evaluation: in quarter 1 of 2019, there was 1 instance of moisture ingress failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
In quarter 4 of 2018, there were 11 instances of moisture ingress failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.